Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). A pairing test with nordic bluetooth device was performed and failed. There is no share data log available. The customer complaint confirmation is confirmed because the device failed the pairing test. The probable cause was determined to be a defective transmitter. No additional event or patient information is available.